Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used during a biliary stricture management procedure performed on (B)(6) 2016. According to the complaint, during the procedure, while attempting to deploy the percuflex biliary stent in a tight stricture via the stent delivery system, the stent became kinked. The procedure was completed with another of the same device. There were no patient complications as a result of the procedure. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Following a detailed device analysis, it was noted by the complaint investigation site (cis) that the condition of the returned unit was consistent with the complaint incident that stent was kinked, and therefore the device was unable to deploy stent. Failure to deploy stent could not be functionally verified, however, findings from the evaluation indicated the device likely failed to deploy the stent during the procedure. Stent had additional drainage holes at approximately 1.5cm and 2.3cm from the proximal end which appeared to be made by user. The stent was kinked along the holes made by the user. A review of biliary stent directions for use 90964962-01 rev. Aa found generating additional holes in the stent shaft is not instructed for use. The stent likely became more susceptible to kink due to the holes made the user. Bound by the kinks at the location of the holes, the device would have become unable to deploy stent. Therefore, ¿user/use error¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used during a biliary stricture management procedure performed on (B)(6) 2016. According to the complaint, during the procedure, while attempting to deploy the percuflex biliary stent in a tight stricture via the stent delivery system, the stent became kinked. The procedure was completed with another of the same device. There were no patient complications as a result of the procedure. The patient's condition at the conclusion of the procedure was reported to be good.